Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 43 mg/dl, due to basal rate requiring adjustments. Reportedly, customer received assistance from their grandma to address low bg by consuming carbohydrates. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.